Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Although a cuff miss was not confirmed, a link detachment was found that would likely result in a suture retrieval issue, and would appear similar to needle to cuff miss, therefore the reported complaint is confirmed. In addition, analysis of the returned proglide device, the posterior needle tip was broken off. The detached needle tip was not returned with the proglide device. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following additional information was received: after the two cuff misses occurred with the proglide devices, the sutures of two additional proglide devices were successfully placed using the preclose technique. The sheath was upsized to 24f and the aaa procedure was completed. The two successfully pre-placed sutures achieved hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A 24f sheath was used in the pre-close procedure. The instructions for use, states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, suture placement was attempted in the right common femoral artery with a proglide device using the preclose technique. The arteriotomy was 7f. Reportedly, a cuff miss occurred. A second proglide device was used with the same result. The sutures of a third proglide device were successfully placed in preclose technique prior to the aaa procedure. The sheath was upsized to 24f and the aaa procedure was completed. The preplaced sutures achieved hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.